Event description:
Per the clinic, the patient developed an infection at the implant incision site. The patient was treated with oral antibiotics (specific date not reported), twice daily, for a duration of 10 days, followed by a second round of oral antibiotics (specific date and duration not reported) and a third round (specific date not reported) for a duration of 21 days, along with topical antibiotics (specific date and duration not reported) with minimal improvement. Subsequently, the patient underwent revision surgery on (B)(6) 2025, for a wound washout and reclosure of the site. The implanted device remains.